Event description:
The device was used for a laparoscopic cholecytectomy. The device misfired while the doctor was placing the clip on the duct and the clip did not close completely. The device again fired two clips at the same time and neither clip closed correctly. The procedure was completed and no there was pt consequence.